Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es all patients and orders was not crossing over station. The customer reported that users were unable to remove medications. There was delay in patient care as the user was able to obtain the medications from the pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all patients and orders was not crossing over station. A technical support specialist confirmed that no issue from interface end. The system functioned as intended after the technical support service troubleshooted the device.